Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The first results for each sample were accompanied by data flags. A specific root cause could not be determined based on available information. The customer was asked to provide the affected samples for investigation, but could not provide these. The most probable root cause is assumed to be related to pre-analytic sample handling. Centrifugation parameters were slightly outside of tube manufacturer recommendations. No reagent issue was evident and a general instrument issue seems unlikely.

Event description:
The customer reported that they received erroneous results for two patient samples tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). A physician complained that the results for these samples did not correspond with results from other testing methods. The first patient sample resulted as <0.1 miu/ml and this value was reported outside of the laboratory. A transvaginal ultrasound was performed on the patient and a 5x4 mm "sac" was found indicating 5 to 7 weeks of gestation. The patient had "lmp" on 06/25/2014. The patient tested herself for pregnancy using a urine pregnancy test on (B)(6) 2014 and the test result was positive. The second sample, from a female patient, resulted as <0.1 miu/ml on (B)(6) 2014 and this value was reported outside of the laboratory. The patient also tested herself for pregnancy using a urine pregnancy test and this test result was positive. The patient had "lmp" on (B)(6) 2014. The patients were not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided.